Event description:
It was reported that three years four months twenty three days post port placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile, functional evaluations were performed. Kinks were noted throughout the attached catheter. A complete circumferential break was noted to the distal end of the attached catheter and the proximal end of the distal catheter segment that were elliptical in shape. The edges of the complete circumferential breaks were noted to be uneven. The surfaces were noted to be granular in one region and smooth in the other. A small longitudinal split was noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, deformation and naturally worn issues. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, four months, and twenty-three days post port placement, the catheter was allegedly broken near the left clavicle. There was no reported patient injury.